Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a slight indent/crease in the terminal boot approximately 25mm from the terminal pin and the terminal boot torn apart and the 2nd half was missing. Visual inspection revealed bubbles, but no cracks, in the notch area next to the sense b electrode. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to this patient due to t wave oversensing. Upon review, the device required immediate assistance due to error, the static template was lost, and a 60/60 magnet reset had to be performed. There were three resets post cap reform. The technical services (ts) request if there were any procedures involving radiation on those days. A rescreened was performed and was unsuccessful in all 3 vectors due to low r wave in both alt and sec configurations. The ts discussed that if replacing the electrode, attempt to get the sense b electrode in the exact place as it has the best sensing performance. Furthermore, the system was explanted and replaced with a transvenous system and a non boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to this patient due to t wave oversensing. Upon review, the device required immediate assistance due to error, the static template was lost, and a 60/60 magnet reset had to be performed. There were three resets post cap reform. The technical services (ts) request if there were any procedures involving radiation on those days. A rescreened was performed and was unsuccessful in all 3 vectors due to low r wave in both alt and sec configurations. The ts discussed that if replacing the electrode, attempt to get the sense b electrode in the exact place as it has the best sensing performance. Furthermore, the system was explanted and replaced with a transvenous system and a non boston scientific lead. No additional adverse patient effects were reported.